Event description:
Customer reportedly noted at start of case that patient had high airway pressure, which was determined to be due to the circuit. The innertube was twisted. There was no reported patient injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.